Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: during investigation, the black box showed the pump was manually suspended on 2018-02-08 at 08:07 followed by a replace battery alarm on (B)(6)2018 at 21:08 and a pump reboot. The pump was powered back on and deliveries resumed on (B)(6)2018 13:58. A replace cartridge alarm recorded on (B)(6)2018at 01:31; deliveries never resumed. The delivered boluses were calculated for (B)(6)2018, (B)(6)2018 & (B)(6)2018, the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. A 10u audio & 10u normal bolus were manually performed and both of them were accurately recorded in the bolus history & bolus tdd history correctly showed 20.0u. There were no hypersensitive or stuck keys were observed on the keypad. The pump was exercised for 12hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 24.0u. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018 the patient experienced a blood glucose of over 500mg/dl, with large ketones, abdominal pain, blurred vision, polydipsia, polyuria, nausea, and vomiting, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated by their healthcare provider in their office and was treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider made changes to the basal rate, bolus settings, and insulin on board after the blood glucose excursion occurred. The basal delivery totals in total daily dose matched the active basal program totals. The basal history matched the active basal program settings. The bolus totals did not match and had a greater than 5% difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.